Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent laparoscopic liver resection between january 2015 and october 2017. There were 264 patients in the study and ligasure 1537 was used to transect vessels with diameter between 3 mm and 10 mm in 70 patients. Complications included postoperative hemorrhage which required reoperation. Extended ICU stay was reported. Other complications that were not related to the device included: ascites, hydrothorax and wound suture. Does liver cirrhosis have an impact on the results of different hepatic inflow occlusion methods in laparoscopic liver resection? A propensity score analysis: xiang lan, 2018, © 2018 international hepato-pancreato-biliary association inc. Published by elsevier ltd. All rights reserved.

Manufacturer narrative:
Title: does liver cirrhosis have an impact on the results of different hepatic inflow occlusion methods in laparoscopic liver resection? A propensity score analysis source: hpb 2019, 21, 531¿538 accepted: 16 september 2018. If information is provided in the future, a supplemental report will be issued.